Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited scope communication error (e237) along with no image, corrosion on light guide cover glass, dirty scope cover. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely corrosion on light guide cover glass occurred due to water leakage, scope communication error (e237) and no image occurred due to corrosion on plug unit. The most probable cause of dirty scope cover could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.